Event description:
It was reported that patient faced accidentally removed their infusion set event on (B)(6) 2026 and patient experienced high blood glucose level and treated with prescription medications.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:8021545.